Manufacturer narrative:
The philips remote clinical support (rcs) personnel followed up with the biomed who confirmed that the nicu monitors are configured to visual and audible latching alarm for "red only". The rcs advised the biomed to review the clinical audit trail events to confirm this alarm behavior. The rcs followed up with the biomed again, they advised that they spoke with their clinical consultant who informed them that the monitor does not latch technical alarms. The rcs explained this is correct; however, the monitor does latch the physiological alarms ex: *** red alarm and ** yellow alarm if configured. The rcs followed up with the biomed and advised the next step would be to dispatch the onsite technical engineer to investigate the monitors' alarm latching behaviors. The biomed stated the shop supervisor said to close the case. The rcs informed clinical consultant that the customer has created another case regarding their nicu monitors red alarm latching behavior.

Event description:
The customer reported that the nicu monitors' red alarms reset without user intervention. The device was reported to be in clinical use. No adverse event to the patient or user was reported.